Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Unable to verify excessive no delivery alarm due to button/keypad anomaly. Pump received with cracked reservoir tube lip, minor scratched display window. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 300 mg/dl. Customer stated buttons may have been held longer than three seconds. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.